Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed flow rate test high¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The m2 and m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate test high (over-infusion) during preventive maintenance testing. There was no patient involvement. No additional information is available.